Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules , a cobas e 411 immunoassay analyzer, and a cobas 8000 e 602 module. Refer to the attachment for all patient data. The sample was initially tested at the customer site on an e 801 analyzer on (B)(6) 2019. The sample was provided for investigation where it was tested on an e 411 analyzer on (B)(6) 2019, an e 602 analyzer, and a second e 801 analyzer. The sample was repeated on a centaur analyzer. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 396459, with an expiration date of 31-mar-2020. The serial number of the e 602 analyzer used for investigation is (B)(4). Ft3 reagent lot number 396459, with an expiration date of 31-mar-2020. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 348359, with an expiration date of 31-oct-2019.

Manufacturer narrative:
The customer returned a sample for investigation. An interfering factor against streptavidin could be identified in the sample. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."